Event description:
It was reported to boston scientific corp that after placement, the tube to y-port connection of a securi-t replacement bolster device leaked. The device was replaced with another securi-t replacement bolster device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number: therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.